Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer received a temperature alarm while sitting in their car. The customer stated it was mild to moderate temperatures and was able to clear the alarm and resume insulin with no affect to the customer's blood glucose.